Manufacturer narrative:
Concomitant product: product ID 8709, serial # (B)(4), implanted: (B)(6) 2005, product type catheter. (B)(4).

Event description:
It was reported that the patient went through withdrawal when their pump had normal battery depletion on (B)(6) 2012. The pump was replaced 3 days later and the patient recovered without sequela. It was noticed at a refill on (B)(6) 2012 that the pump was displaying elective replacement indicator (eri) occurred on (B)(6) 2011. The pump would reach end of service (eos) on (B)(6) 2012. The patient was hospitalized due to the event. The drug device system was used to deliver morphine and marcaine.